Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K133890. Investigation: samples received: 8 unopened race packs. Analysis and results: there are no previous complaints of this code batch. We have manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 8 closed samples to analyze this case. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.82 kgf in average and 1.76 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). No splitting has been found. Additionally, needle attachment test has been conducted on the closed samples received in order to discard a faulty needle-attachment during manufacturing process, but the results fulfill the requirements of the european pharmacopoeia (ep): 0.74 kgf in average and 0.65 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the thread is splitting. The reporter indicated that the thread is splitting. This event occurred in two different surgeries; a carpel tunnel procedure and a subcutaneous surgical procedure. No patient information is available. This report is for the carpel tunnel procedure.